Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided

Event description:
Boston scientific received information that this patient had been feeling fatigued and was seen for a routine follow up visit. Device interrogation revealed a red alert had been generated for pacing impedance measurements greater than 2000 ohms on the left ventricular (lv) channel. Testing produced a measurement greater than 2500 ohms with no capture and no sensing. An x-ray revealed the lead had dislodged. A revision procedure was performed and the lead and associated device were removed from service and replaced. No additional adverse patient effects were reported.